Manufacturer narrative:
The na electrode serial number is (B)(6) with an expiration date of 20-jul-2026. The cl electrode serial number is (B)(6) with an expiration date of 31-aug-2026. The field service representative found that the sample probe was misaligned and there was crystallization on the vacuum nozzle. He repaired the sample probe. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas pro ise analytical unit. Results with the sodium electrode and ise indirect cl for gen.2 were affected. Patient 1: the initial na result was 153 mmol/l. The sample was repeated on another module, and the na result was 138.6 mmol/l. The sample was repeated on the same module as the initial result, and the result was 140.2 mmol/l. Patient 2: the initial na result was 148 mmol/l, and the initial cl result was 110 mmol/l. The sample was repeated on another module, and the na result was 134.1 mmol/l, and the cl result was 99.7 mmol/l. The sample was repeated on the same module as the initial results, and the na result was 135.3 mmol/l, and the cl result was 99.9 mmol/l. Patient 3: the initial na result was 155 mmol/l, and the initial cl result was 108 mmol/l. The sample was repeated on another module, and the na result was 141.4 mmol/l, and the cl result was 97.7 mmol/l. The sample was repeated on the same module as the initial results, and the na result was 142.3 mmol/l, and the cl result was 98.2 mmol/l. Patient 4: the initial na result was 158 mmol/l. The sample was repeated on another module, and the na result was 144.1 mmol/l. The sample was repeated on the same module as the initial result, and the na result was 144.7 mmol/l. The samples were repeated due to delta checks in the customer's system. The repeated results were believed to be correct. It was noted that the samples were repeated on the same analyzer (third results) after an issue with the sample probe was repaired.

Manufacturer narrative:
Additional clarification was provided for the patient's results. Please see the corrections to the following information: patient 1: the first na result was reported as 153 mmol/l. However, the initial na result should be 152.6 mmol/l. Additionally, the cl results were provided for the sample. The initial cl result was 114.2 mmol/l. The repeated cl result, obtained on another module, was 103.7 mmol/l. Patient 2: the first na result was reported as 148 mmol/l. However, the initial na result should be 147.9 mmol/l. The first cl result was reported as 110 mmol/l. However, the initial cl result should be 109.8 mmol/l. Patient 3: the first na result was reported as 155 mmol/l. However, the initial na result should be 155.4 mmol/l. Patient 4: the first na result was reported as 158 mmol/l. However, the initial na result should be 158.2 mmol/l. The alarm trace showed "sample probe: abnormal aspiration" alarms. The field service representative cleaned all components exhibiting visible crystallization, adjusted the sample probe, cleaned the dilution vessel, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.